Event description:
Caller reportedly received the following results on an aviva combo meter, compared to a professional meter, within 10 minutes: (150 mg/dl and 162 mg/dl) on the aviva combo and (55 mg/dl and 66 mg/dl) on the emt's meter. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.